Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Event description:
Additional information received indicated that the patient¿s cause of death was the pancreatic cancer.